Manufacturer narrative:
The returned device was evaluated. External visual inspection showed damage on the touchscreen. The device turned on using both ac and battery power. When powered on the device touchscreen did not respond to user touch, and the device displayed an "audio speaker fault" error with a seven-beeps audible alarm. This is a safety feature of the device and in this condition the device will not function. Internal inspection showed the speaker measured "open". A known good speaker and touchscreen were installed and the device was fully functional. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported they are not able to hear alarms from the device. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they are not able to hear alarms from the device. No patient impact or consequences were reported.